Manufacturer narrative:
Other, other text: corrected data: b5: updated with additional information. H6 : patient code - updated to reflect code 2645.

Event description:
Information received indicating that a smiths medical cadd solis vip pump failed occlusion test. No adverse effects reported. Additional information was received indicating that there was no patient involvement. The product problem was observed during testing.

Manufacturer narrative:
(B)(4).

Event description:
Information received indicating that a smiths medical cadd solis vip pump failed occlusion test. No adverse effects reported. Additional information was received indicating that there was no patient involvement. The product problem was observed during testing.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120. The complaint of failed occlusion testing was not duplicated during testing, nor was the event revealed in the event history log. Device had no physical damage when received. No action was taken, as no fault found. Device passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Event description:
Information received indicating that a smiths medical cadd solis vip pump failed occlusion test. No adverse effects reported.